Event description:
It was reported that insulin gauge displayed a much lower fill estimate than expected and that cartridge was difficult to fill because customer had trouble finding correct insertion spot, leading to occasions when insulin could not be injected and tubing sets sometimes did not work while blood sugar reportedly stayed in high 200¿300 range despite pump indicating insulin delivery. There was no additional information provided regarding any specific adverse impact or required medical treatment related to customer¿s blood glucose level. Customer continued using cartridge until gauge remained fixed at 45 units, adjusted insulin settings to address high blood sugar, was advised to call back if active fill estimate issue occurred again for troubleshooting, and received replacement cartridge removal tool from technical support.